Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported it changed settings after the hard fall. It was re-set with help. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they fell again while in the shower and "split my head open" on (B)(6) 2017. Patient reported stimulation was on. They wanted to increased stimulation and realized stimulation was not on. When they turned stimulation on it was up too high so they lowered it to 1.3v and it was comfortable. Patient was redirected to health care professional. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a lot of accidents. The patient stated when sleeping and gets up and her bladder just empties or it empties during the sleep. The patient increased from 1.1 v to 1.4 v and noted it on. The patient also reported they had a fall bad a few days ago. She fell directly on face and body. Fall was not caused by device but however, right after her fall she started having accidents. Before that therapy was working perfect. Caller redirected to follow up with healthcare provider (hcp) for the fall. Patient has an appointment with hcp in a couple of days, however, in the meantime patient could try keep increasing stim and asked how high it should go. It was reported the change in therapy or symptom was noted as sudden. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the device seemed to not be working like it did before implant. The patient stated they had bowel issues as well. The patient stated they had a couple accidents and usually after sleeping awhile and would get up and felt like they had to go real bad. The patient verified that stimulation was on and increased from 1.4 to 1.6 and felt it, so they decreased to 1.5. The patient stated they were okay with that setting but it was not doing what it did in the beginning, in the beginning it was perfect and they were dry. The patient stated they had neuropathy that went from their feet all the way to legs because their knees were real weak. The patient wondered whether neuropathy spread to the muscle where there¿s no control. No further complications were reported.